Manufacturer narrative:
The reported device was returned for evaluation. There was a relationship between the reported event and the device. The initial visual inspection found a device rupture. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "rupture/deflation tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander¿s shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope." In conclusion, it was determined that a probable cause for the event reported was a rupture since the fixation tab was outside of the reinforced base of the unit. Establishment labs will continue monitoring for similar complaints/trends.

Event description:
Rupture of the shell near the patch. Deflation of the flora.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested.no additional information is available at this time.reason for reoperation: rupture of the device.